Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one autosonix instrument. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the instrument noted no abnormalities. Functional evaluation noted that the jaw operated properly upon actuation of the handle but failed a grasping test. The jaw was loose when the handle was compressed. The instrument was energized at full power for one minute and registered a mechanical fault. The device was disassembled and damage to the probe housing grove was observed. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a lap living donor nephrectomy procedure, it was immediately noted upon starting the procedure that the device will not cut tissue smoothly. The device did not grasp the tissue firmly. The device was recognized by generator and activated. The device cauterized. A new device was used to continue. There was no tissue damage. There was no additional tissue resection. There was no patient harm or bleeding. Operating time was not extended.